Manufacturer narrative:
The tip cover accessory was returned and evaluated. Per the customer reported complaint, engineering found the tip cover to have various mechanical tears and holes burned through the silicone. The silicone exhibits localized melting around the holes, indicative of arcing. The hole sizes are .015 inches and .020 inches and are located from .190 inches to .295 inches above the silicone to sleeve interface. The tip cover also has various mechanical tears in the vicinity of the holes, including at the edge of the holes. The plastic sleeve has two cracks in the axial direction at the proximal end. No other damage was found.

Event description:
It was reported that approximately one hour into a da vinci si hysterectomy procedure, arcing was observed coming from the tip cover accessory installed on the monopolar curved scissors (mcs) instrument. The planned procedure was completed, and no patient harm, adverse outcome or injury was reported.